Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite 8 32mm probe was visually inspected upon receipt and was found to be in good physical condition. The reported issue is confirmed; the image is blurry. The root cause of the reported issue is a probe failure. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the bd tm that the probe image looks like it's under water, extremely blurry and the calibration seems to be off. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported by the bd tm that the probe image looks like it's under water, extremely blurry and the calibration seems to be off. No other information was provided.